Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties from the guidewire were encountered. In 2005, the taxus express2 3.0 x 20 mm drug eluting stent was implanted into an unknown vessel. Upon withdrawal, the bmw guidewire was sticking to the b alloon. The entire unit was then pulled out together. There were no reported patient complications.